Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that biomed stated that the device was not filling. They checked the inlet pressure (ip) and its at -7.0psi with a circulation pump command (cpc) was 0 percentage. Explained this was a pressure transducer issue and recommended to check the connection first if that does not work they might need a new manifold assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated that the device was not filling. They checked the inlet pressure (ip) and its at -7.0psi with a circulation pump command (cpc) was 0 percentage. Explained this was a pressure transducer issue and recommended to check the connection first if that does not work they might need a new manifold assembly.